Event description:
Healthcare professional additionally reported, "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the specification, flat crease, red particles in the shell, and wear abrasion. Based on the device analysis, the final assessment is no issues found with the manufacturing process, and wrinkles/creases are observed but have no relationship with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "ii/iii." Healthcare professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "ii/iii."

Event description:
Healthcare professional reported right side capsular contracture, baker grade "ii/iii." Device remains implanted.